Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge luer lock became detached from the cartridge patient line. The customer's blood glucose level was reported to be 195 mg/dl. The customer was traveling at the time of the issue and decided to revert to manual injections.